Event description:
Continuous insert slideclamp error. Since rptr's facility acquired approx 200 pumps in mar they have sent back 15 units for this problem. Now rptr is sending a unit back for the second time.